Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. An additional adverse event of coating on insertion tube peeled off was found by olympus at device evaluation. Based on the results of the investigation, it is likely that "no image" occured due to a defect in the image sensor unit, or the failure in the internal circuit board of video connector or the system. Additionally, it is likely that " coating on insertion tube peeled off" occured due to stress of repeated use, external factors, or handling. The suggested event of "no image" is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The suggested event of "coating on insertion tube peeled off." Is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the, the bronchovideoscope had no image. The issue occurred during and unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to damage on charging coupled device (ccd) unit, the image is not displayed; connecting tube has coating peeling. (1mm2 or more); adhesive on bending section cover or distal sheath rubber has a chip; scope cover unit is deformed; control unit is sticky due to water leakage; scope connector is sticky due to water leakage; fluid invasion from the connector; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; universal cord has a scratch; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.